Manufacturer narrative:
The pdm was found to have a nonfunctioning bg meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board with a known good board resolved this issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 374 mg/dl.